Event description:
It was reported that the device was suspected of early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 6947-65 lead, implanted: (B)(6) 2008; 4195-88 lead, implanted: (B)(6) 2011. (B)(4).freedom of information act.